Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No specific device failure has been reported nor have medical records been provided by the patients attorney. This emdr represents one of the perfix plugs, a separate emdr shall be filed for the second perfix plug. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2013, the patient underwent surgery for repair of bilateral inguinal hernia. As reported, two bard/davol perfix plugs, reference numbers 0112780, lot numbers huwj2043 were implanted to repair the hernia defects. It is alleged that on (B)(6) 2017, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No specific device failure has been reported nor have medical records been provided by the patients attorney. Addendum: this supplemental emdr was submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 7 months post implant of perfix plug, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair. The instructions-for-use supplied with device lists adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. This supplemental emdr represents perfix plug (device #1). An additional supplemental emdr was submitted to represent perfix pug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6)2013, the patient underwent surgery for repair of bilateral inguinal hernia. As reported, two bard/davol perfix plugs, reference numbers 0112780, lot numbers huwj2043 were implanted to repair the hernia defects. It is alleged that on (B)(6)2017, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6)2013 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with the implant of perfix plugs (device #1 & #2). Per operative notes, "there was a direct inguinal hernia in the right side, the onlay patch (device #1) was placed over the inguinal floor. Then on the left side, there was direct inguinal hernia was repaired using extra-large perfix plug (device #2)." (B)(6)2017 - patient was diagnosed with recurrent bilateral inguinal hernia thereby underwent laparoscopic repair with mesh with incarcerated fat contents on bilateral side. Per operative notes, "on the right side, encountered the significant adhesions between the peritoneum and the mesh which was lysed and dissected off the bowel from the mesh. Attention towards the left side, encountered a plug mesh that was bunched up. There were severe adhesions between the mesh as well as the peritoneum and bowel, dissected off the bowel from the mesh. Then a synthetic mesh was placed on both sides." Attorney alleges that the patient had adhesions, pain, mesh was bunched up, benign prostatic hypertrophy and hernia recurrence.